Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The clip applier instrument was analyzed and found to fail the clip test due to clip misapplication. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain the clip through engagement but could not release the clip as commanded. Further investigation found that a bent grip and the tip did not align with the other grip. The complaint regarding the reported issue was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the medium-large clip applier failed to apply the clip. The clip did not come off from the medium-large clip applier after clipping. The customer replaced the clip, but the issue persisted. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mlca instrument was inspected prior to use with no issue. The medium-large hem-o-lok clip was used. The vessel was not greater than the suggested diameter of 10 millimeters. The customer used a backup clip applier to resolve the issue.